Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised in (B)(6) 2025 (exact date not provided) with diabetic ketoacidosis. The pod reportedly came loose from the infusion site while the patient was at a jump park, causing the cannula to dislodge. The patient¿s caregivers did not notice that the pod was not correctly attached and attempted to administer boluses through the pod, however the patient¿s blood glucose levels rose (values not provided). Reported symptoms include vomiting, pallor and lethargy. The patient was treated with intravenous fluids. The patient was discharged the following day.